Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: patient was pre- operatively diagnosed with degenerative disk disease at l2-l3 and l3-l4 and also underwent laparoscopy and lateral exposure of lumbar spine. 08 jul 2011: patient was pre-operatively diagnosed with: l2-l3 and l3-l4 spinal stenosis. L3-l4 spondylolisthesis. Sagittal imbalance and underwent following procedures: l2-l3 and l3-l4 laminectomy. L2-l3 and l3-l4 smith-petersen osteotomies. Posterior instrumentation (depuy expedium) 4).left iliac crest bone graft with allograft demineralized bone matrix and local autogenous bone graft. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.